Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the 8 mm fenestrated bipolar forceps instrument had a wire with a compromised insulation. There was no report of issues with the instrument the last time it was used. 4 lives left. There was no report of patient involvement.

Manufacturer narrative:
The instrument was found to have damage of the conductor wire¿s insulation at the grip hub. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. Common causes of damage insulation instrument conductor wire are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
Refer to h11 for follow-up information.